Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: you should only use the syringes and needle tips that come with your t:slim x2 cartridges.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence with multiple cartridges. Reportedly, customer filled cartridge with insulin pens. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 190 mg/dl.